Manufacturer narrative:
The patient¿s sex was not provided. The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient log file was submitted for review after a no external power alarm. The patient was asymptomatic. The manufacturer¿s technical services reported that the log file showed a no external power alarm while the patient was connected to the mobile power unit (mpu). Further information to determine if the mpu power cable became disconnected, but was not provided.

Manufacturer narrative:
Correction: event date changed from (B)(6) 2017 to (B)(6) 2017. The reported event of a no external power alarm while on mobile power unit (mpu) and a yellow wrench alarm can be confirmed. The information recorded from the submitted system controller data log file on (B)(6) revealed that there was a no external power alarm while connected to a mpu. The associated voltage levels indicated that the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The mobile power unit was not returned for evaluation. There was no additional information available regarding the event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was reported that the date of the alarm was captured was (B)(6) 2017.